Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that stuck on blue carefusion screen. A technical support specialist has connected to the station, which is no longer displaying a blue screen. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system device is currently displaying the carefusion blue screen. The customer has attempted to restart the device four times; however, the issue persists. A customer has indicated that the user experienced a delay in receiving medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.